Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported from the hospital, on (B)(6) 2024, a catheter kink occurred in the PICC line of a patient in the rehabilitation department. After several attempts, the catheter could not be delivered to the superior vena cava. X-ray examination revealed vascular malformation, which prevented the catheter from reaching the superior vena cava. Finally, the catheter was left in the armpit. A few days after catheterisation, it was found that there was no blood return when the catheter was withdrawn. As the drug infusion was smooth, the catheter was left in place and the patient was kept under close observation. On (B)(6) 2025, it was found that the drug could not be infused, so the catheter was removed. After removal, a tear was found at the tip of the catheter. Repeated attempts to insert the catheter during the catheterisation process may have damaged the blood vessels, increasing the likelihood of subsequent phlebitis in the patient. No other information was provided.